Event description:
It was reported that a patient had a device complication and the device was removed two weeks after implant. It was reported that the device stopped working. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Product ID neu_unknown_lead, serial# unknown, product type lead. (B)(4).